Event description:
Complainant alleged that during biomed testing, the device displayed "status 140", "status 110", and "status 56" messages. Complainant indicated that there was no pt involvement in reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.